Event description:
It was reported that a day prior to this call patient had a very bad accident, meaning a bad return of symptoms. The patient was wondering if she were to increase stimulation, would that possibly help her with controlling her symptoms. The patient had increased the stimulation thinking that would help but they have been gradual getting worse. The patient was able to use the programmer and was able to verify that she was currently on program 1 at 1.9. The patient felt very little stimulation. The patient was able to increase stimulation to 2.8 which was comfortable sitting, standing and walking. The patient would leave at current setting and continue to track her symptoms. The patient indicated that they never received her permanent manufacturer ID card. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the patient reported that she had not received any improvement since the last call. She was not feeling stimulation. Stimulation was not working. Therapy was noted to be off. It was reviewed that it needed to be on to be effective. The patient had been unaware that stimulation was off. Stimulation was turned on but it was unclear if this resolved the issue as it would take time to see if the patient got symptom relief. The patient was feeling stimulation in the correct area. She went back to program 1 and increased stimulation to 3.3 volts. The patient was advised to monitor symptom control now that stimulation was on. It was reviewed not to increase stimulation above a comfortable level and it was noted that she turned it to 3.4 volts and it was too strong so she turned it back down.

Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# va053wy, implanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).